Manufacturer narrative:
Reported event of premature battery depletion was confirmed. The device battery voltage was above elective replacement indicator (eri) with a low battery alert triggered upon receipt. Device was cut open, which revealed device battery voltage reached eri. A longevity calculation was performed and found the battery depletion was premature. Hybrid current was monitored, and high current drain was noted. Analysis was unable to determine cause of high hybrid current.

Event description:
It was reported that a patient presented with premature battery depletion noted on the patient's insertable cardiac monitor. The device was explanted and replaced on (B)(6) 2026. No adverse patient consequences were reported.

Event description:
New information received notes that premature battery depletion was alleged.